Manufacturer narrative:
The fill patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detects antibodies directed against this domain, which are more likely to neutralize the virus. The abbott assay is detecting antibodies directed against the nucleocapsid of the virus. The level of antibodies directed against the spike or the nucleocapsid proteins may be different. Some samples may present some antibodies against the nucleocapsid and not against the spike protein or vice versa. The difference in results from igg to covid2 may be due to a difference in techniques used for different sars-cov-2 igg assays. In conclusion, the cause of the discordance could not be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2021 the customer reported repeatable discordant non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number 971196) results were generated for one patient on the customer's unicel dxi 800 access immuno analyzer (part number 973100 and serial number (B)(4). The repeatable non-reactive access sars-cov-2 igg results were 0.45 s/co on (B)(6) 2021 and 0.56 s/co and 0.58 s/co, both on (B)(6) 2021. The non-reactive access sars-cov-2 igg patient results were discordant with the abbott method: 6.09 for a cut-off at 1.4 (no more information was provided). The patient¿s parents presented a positive pcr and mild symptoms. However, the patient in question did not perform pcr and did not present symptoms of sars-cov-2 infection. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System check passed on 22jan2021. Calibration passed on 14dec2021 with reagent lot 971196 and calibrator lot 988702 and new calibration passed on 19jan2021 with reagent lot 922381 and calibrator lot 922406. Quality control (qc) was passing within the laboratory¿s established ranges. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.